Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead, product ID: 977006, serial#: (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the rep. Stating, that the ins was exchanged, due to eri. The ipg was projected to last 7 years, but was exchanged after 2 years. The information has been confirmed, with the account.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977006 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-apr-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the implanted neurostimulator (ins) was replaced on (B)(6) 2024.  High impedances were identified on contacts 0-3.  The rep reported the high impedances likely contributed to premature ins exchange / replacement because the contacts with the high impedances were used in the patient's programming with the ins that was replaced on (B)(6), 2024.   During the replacement, connections were checked, the lead wire was cleaned off, but the impedances continued.  The rep programmed around the high impedance electrodes.  No symptoms reported.  The status of the ins that was replaced was not reported.  Patient weight was requested and was provided.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2016 product type lead. Product ID 977006 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was discarded by the customer.